Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient had a rash. The patient's doctor prescribed an ointment to treat the irritation. Follow-up attempts were unsuccessful. The outcome of the irritation is unknown.